Event description:
It was reported that the ilet issued a restart with alarm 38 for consecutive stalled motor following a supply change of the insulin cartridge and a contact detach infusion set; a dry run was successful, the user then replaced supplies but elected to keep the cartridge, and insulin delivery subsequently resumed, with a reported blood glucose of 208 mg/dl, consistent with an occlusion that resolved after the supply change and implicating the connector/coupler component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed evidence consistent with obstruction of flow associated with a deformation problem at the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.